Event description:
Customer's brother reported the advantage system gave a blood glucose result of 18 mg/dl at a time when the customer was symptomatic of hyperglycemia. Brother treated customer with an entire tube of glucose gel. Advantage result 11 minutes later was 122, brother called emts. Emt meter result 15 minutes later was 40 mg/dl, customer treated with IV. A request was made for the return of the system and a replacement was sent.